Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the customer went to the hospital to obtain insulin for alternate insulin therapy. Customer's blood glucose (bg) level was 580 mg/dl. Multiple attempts were made by tandem technical support to follow up with the customer for additional information, but no response was received.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.